Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a normal device check. Device interrogation revealed long charge time. Monitor or replace the device was suggested. The device remains implanted.